Manufacturer narrative:
(B)(6). The lot was manufactured from march 5, 2019 - march 7, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The reporter stated that after approximately 61 hours of therapy time, 100ml remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.